Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) up to 400mg/dl with extreme thirst, abdominal pain, and headache, and low bg down to 40mg/dl with symptoms of dehydration, lethargy, and abdominal pain. The patient reportedly did not test for ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that recent basal rate and bolus settings adjustments had been made. During troubleshooting, it was noted that the time and date reset to default settings when the battery was out of the pump for less than 24 hours. The time and date issue reportedly began on (B)(6) 2015. This complaint is being reported based on the allegation that the patient experienced hyperglycemia and hypoglycemia associated with use error of the pump.

Manufacturer narrative:
The alleged time/date issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen.the pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: unable to verify the time/date reset to default setting in the black box. But the bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting. A manual time change was observed on (B)(6) 2015 from 01:17 to 13:26. Returned battery cap /returned cartridge cap used to complete testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.